Event description:
It was reported a large volume infusor experienced ¿capsule rupture after dosing.¿ there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned, a sample evaluation could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.